Event description:
It was reported the insulin pump alarmed button error. Customer's blood glucose level was 247 mg/dl. Customer's mother reported the customer was asleep so she was unable to ask if there was any significant events that may have cause the device to alarm. Customer's mother was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm noted. Unit received with scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.